Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis and the reported white color of the flush port was confirmed. Visual analysis confirmed that the flush port was the correct size; however, during functional testing, a syringe was unable to be connected to the flush port due to the reported white substance. Chemical analysis was performed and determined the white substance to be loctite adhesive. A review of the lot history record revealed no manufacturing nonconformities reported on this lot. A review of the complaint history identified no other incidents reported from this lot. Based on this evaluation, a potential product quality issue has been identified. The potential product issue will be addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that the flush port of the supera delivery catheter was shorter, did not have threading, and was a milky, white color. This device was not used in the body. Another supera was used to complete the procedure. There was no additional information provided. Device analysis identified a white substance inside the flush port of the returned device.

Manufacturer narrative:
(B)(4).